Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 4 bd preset¿ eclipse¿ has a foreign matter adhering inside the barrel. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "an fm was adhering inside the barrel."

Manufacturer narrative:
H6: investigation summary: bd received 4 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. All 4 syringes had brown embedded foreign matter in their plunger stoppers. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that there were 4 bd preset¿ eclipse¿ has a foreign matter adhering inside the barrel. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: "an fm was adhering inside the barrel."